Manufacturer narrative:
On (B)(6) 2019, mentor learned that the patient plans to have the device explanted and replaced with a 420cc mentor smooth round high profile saline breast implant (catalog # 3503420) on (B)(6) 2019. Also, mentor became aware that the patient's actual date of birth is (B)(6) 1961. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 15, 2020, the mentor failure analysis lab received the device for evaluation. On july 2, 2020, the product investigation was completed. Device investigation summary: during the visual examination of the device, a tear was observed on the anterior aspect measuring approximately 1.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.